Manufacturer narrative:
E1: completed address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed due to a plug unit and printed circuit board failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a noisy image. The issue occurred during reprocessing. There were no reports of patient involvement.